Manufacturer narrative:
A) the user-reported issue was not confirmed. The actual device was tested for all specifications on 05/06/2013. No failure was detected. B) the complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on 08/11/2016. C) zyno medical submitted an e-MDR (3006575795-2016-00163_complaint (B)(4)) on 10/28/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The customer reported that the pump had an air in line sensor issue. No patient was involved in this case.